Event description:
Doctor noted malfunction of the right atrial pace sense lead, so the patient was admitted for change-out of pacemaker and removal and insertion of right atrial lead. Operative note: "successful change out of biventricular (biv) pacemaker generator with transvenous extraction of right atrial pace sense lead and implant of new right atrial pace sense lead secondary to lead malfunction." There were no complications. Medwatch report notes: "insulation fractured"